Event description:
The extremely ill patient underwent an emergency open repair of a ruptured abdominal aortic aneurysm. The physician requested an aortic occlusion catheter. The first two units had defective balloons (the balloons disintegrated when inflated). The remaining stock of aortic occlusion catheters was noted to be visibly defective (within the sterile packaging). The physician used a regular foley catheter in the place of an aortic occlusion catheter. There was a delay in the surgical progression because of the balloon failures. The patient left the or in critical condition and was transferred to the critical care unit. Follow up: the manufacturer's representative was contacted on 8/19 regarding the product failure. The representative indicated that the manufacturer identified a problem with product degradation approximately six to twelve months prior and they came out with new packaging that includes foil covering the balloon to preserve the latex. We did not have foil covering the balloons on any of the product in our stock nor a recall notifying of the updated packaging. The supply of product we had available was last purchased in june 2012 and had various expiration dates of 12/13, 5/14 and 9/14. There was different lot numbers involved. Our catheters are stored out of direct fluorescent light. We are looking at replacement of this brand of aortic occlusion catheters with an alternative product.======================manufacturer response for pruitt aortic occlusion catheter, pruitt aortic occlusion catheter (per site reporter).======================see representative follow up in description of event.